Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein one lead was repositioned and one lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Further information had been requested but not yet received.

Event description:
Related manufacturer reference number: 3006705815-2023-08361. It was reported that patient experienced ineffective therapy, x-ray imaging revealed leads migrated. As a result, surgical intervention may be undertaken to address the issue.